Event description:
Boston scientific received information that this device exhibited premature battery depletion. It was noted that the device had high left ventricular (lv) lead outputs programmed during the explant procedure, there was fluid noted in the ports, particularly in the lv port. The distal seal plugs looked black or completely absent. The device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, inspection confirmed that the rv tip and ra tip setscrew seal plug were missing and the lv tip and ring seal plugs are lifted. The cause of this issue was isolated to inadequate seal plug adhesion. Manufacturing enhancements have been implemented to increase the robustness of setscrew seal plug adhesion. The device passed the longevity calculation. Due to the high lv output the device hit elective replacement time (ert) in 3.5 years which is normal for device that has the output programmed high. The device passed all testing.